Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. During initial analysis, the device exhibited no telemetry; however did respond to magnet application. The device case was then opened for detailed analysis at which time the internal hybrid was attached to an external power source and a current drain within a normal tolerance was exhibited. A manual charge and device shock were then attempted however due to a device reset, the shock was not completed. Further testing identified an internal short due to a oxide layer breakdown.

Event description:
Boston scientific received information that during a routine follow-up this subcutaneous implantable cardioverter defibrillator (s-ICD) illustrated a fault code indicative of a charge time (CT) error. Data at the time of the follow-up was unable to be saved; patient was to return for troubleshooting and data review. Data review later confirmed the CT error was due to an impedance measurement timeout. An engineering assessment stated the device should be considered for replacement due to suspected marginal hardware anomaly. No impact to critical therapy based on historic behavior; however, future device impedance integrity checks may be intermittent. No adverse patient effects have been reported and to date device status remains unchanged. Subsequently, the device was explanted and returned for disposal. No information was received with the returned product.

Manufacturer narrative:
(B)(4); as no further information concerning this report has been received. This investigation will be updated should further information be provided or a change in product status is made known.

Event description:
Boston scientific received information that during a routine follow-up this subcutaneous implantable cardioverter defibrillator (s-ICD) illustrated a fault code indicative of a charge time (CT) error. Data at the time of the follow-up was unable to be saved; patient was to return for troubleshooting and data review. Data review later confirmed the CT error was due to an impedance measurement timeout. An engineering assessment stated the device should be considered for replacement due to suspected marginal hardware anomaly. No impact to critical therapy based on historic behavior; however, future device impedance integrity checks may be intermittent. No adverse patient effects have been reported and to date device status remains unchanged.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. During initial analysis, the device exhibited no telemetry; however did respond to magnet application. The device case was then opened for detailed analysis at which time the internal hybrid was attached to an external power source and a current drain within a normal tolerance was exhibited. A manual charge and device shock were then attempted however due to a device reset, the shock was not completed. Further testing identified an internal short in a field effect transistor (fet) within the high voltage charging circuit of the device due to an oxide layer breakdown. The shorted charging fet resulted in the inability of the device to charge the high voltage capacitors (as signified by the lc alert). In summary, laboratory analysis confirmed the referenced device exhibited two independent/unrelated behaviors; the device first experienced a CT alert due to an electrode impedance measurement timeout; the device subsequently experienced an unrelated lc alert due to an inability to charge the high voltage capacitors.

Event description:
Boston scientific received information that during a routine follow-up this subcutaneous implantable cardioverter defibrillator (s-ICD) illustrated a fault code indicative of a charge time (CT) error. Data at the time of the follow-up was unable to be saved; patient was to return for troubleshooting and data review. Data review later confirmed the CT error was due to an impedance measurement timeout. An engineering assessment stated the device should be considered for replacement due to suspected marginal hardware anomaly. No impact to critical therapy based on historic behavior; however, future device impedance integrity checks may be intermittent. No adverse patient effects have been reported and to date device status remains unchanged. Subsequently, the device was explanted and returned for disposal. No information was received with the returned product.